Event description:
It was reported that the patient could not complete a patient initiated interrogation with their implantable cardioverter defibrillator (ICD). The field representative called technical services (ts) and provided at the beginning of the year projected remaining battery longevity was over a year and now the device could not be interrogated. Subsequently, this ICD was explanted. Another device was implanted to complete this procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.